Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels and heart problems. Troubleshooting was not performed because the insulin pump was not present during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.